Manufacturer narrative:
A senior account executive of handicare went to the facility on 7july2021 to inspect the lift. Upon inspection of the lift and carry bar, no visible defects were found. The lift was fully operational in normal condition with no issues. The sling was not present but a sph coordinator of the facility stated the sling was found to be in good condition with no defects, tears or stitching integrity issues. This investigation is ongoing. A follow-up report will be submitted when complete.

Event description:
Patient was being transferred out of avero motion bath when the shoulder attachment of the sling released from the bull horn carry bar of a c625 overhead lift. The patient fell and broke his hip.